Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer did not provide cgm values or bg meter values. Reportedly, the inaccurate cgm readings resulted in the customer experiencing a bg of 63 mg/dl. Customer became dizzy and fell, and subsequently sustained a head injury. Customer received assistance consuming juice and food to address bg. No additional patient or event information was available. A root cause could not be determined.